Event description:
It was reported that, noise resulting in oversensing and inappropriate automatic mode switch were noted on the right atrial (ra) lead. No intervention has been performed. The patient was stable.

Event description:
Additional information was received that provocative testing was performed; the noise was not reproduced.